Event description:
Customer reports the use by date on the test strip vial for the advantage system as 2007; manufacturer's database and batch record confirmed the actual use by date to be 2005. No adverse event reported. Requested return of the suspect device and replacement was sent.